Event description:
Additional information received later indicated that the battery had reached eos (end of service); the rotor study was performed to confirm this. Per manufacturer device registration system, the pump was replaced. Additional information has been requested; a follow-up report will be sent if it becomes available.

Event description:
The drug used in the pump was fentanyl.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was greater than the expected residual volume. The specific values for the volumes were unknown at the time of this report. They pulled out all of the drug at the last refill. The patient experienced withdrawal. A dye study was performed and did not show any issues. It was also reported that a dye and rotor study were performed to confirm the battery was dead.